Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces and experienced vaginal pain while removing the pieces. She called her healthcare provider and reported her experience. She stated her healthcare provider was not concerned and told her the pledget pieces would expel on their own. Her vaginal pain resolved and she did not experience any adverse health effects.